Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was missing pixels. Reportedly, the pump is still functional and pump features were not blocked. Customer's blood glucose level was 126 mg/dl.